Manufacturer narrative:
The patient's weight was unable to be obtained. Date of event and date of explant are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-00718. It was reported the patient had been experiencing pain at their lead site. In turn, the patient decided to have their scs system explanted to provide resolution.